Manufacturer narrative:
The other perclose proglide device referenced is being filed under a separate medwatch manufacturing report. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement with two proglide devices was attempted in an unspecified artery using the preclose technique prior to an interventional procedure. Reportedly, when attempting to remove the suture limbs from the proximal guide port, the suture snapped, with both proglide devices. Three additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to greater than an 8.5fr and the procedure was completed. Hemostasis was achieved using the pre-placed sutures from the three additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.